Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the machine had been shutting off, and the screen turned blue while use. A technical support specialist (tss) had dialed into the station again and had reviewed the event viewer. Tss had found multiple kernel power events, indicating that the system had rebooted without a clean shutdown, likely due to crashing, freezing, or unexpected power loss. Later field service engineer (fse) had found a cut in the main bus cable and had replaced the cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es shut down and the screen turned to blue while using, which located on catxoncpx2. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.